Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discrepant high siro result was a problem with the r2 reagent transfer arm. A siemens healthcare field service engineer was dispatched to the site and replaced r2 reagent transfer arm and checked probe alignments to resolve the issue. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A high result on siro was questioned by the physician. The following day, the same sample was diluted 1:5 and a lower result was obtained. A new draw was performed and the siro result matched the diluted sample result it is unknown if patient treatment was altered or prescribed on the basis of the discrepant high siro result. There was no report of adverse health consequences as a result of the discrepant high siro result.